Event description:
It was reported that during active operation on a (B)(6) female weighing approximately 130 lbs, the autopulse platform displayed a "system error out of service" message. The crew reported that the device ran for approximately 15 minutes before the system error occurred. No adverse patient sequelae was reported.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
Please note that return of spontaneous circulation (rosc) was never achieved with either methods of compressions (manual or mechanical). Additionally, EKG taken prior to autopulse deployment showed that the patient was asystolic. Survival rates in cardiac arrest patients with asystole are extremely low.

Event description:
Additional information provided by the customer: this event occurred on (B)(6) 2013. The initial call was for a cardiac arrest. The arrest occurred inside the patient's home and was witnessed by her family. Prior to the arrest, the patient was given a breathing treatment for moderate respiratory distress and just after the treatment she coded while sitting on the couch. The patient was down for about 8-10 minutes prior to ems arrival. Bystander CPR was not performed. An EKG was performed and patient was asystole during the entirety of the code. Advanced life support (als) medications were given: epinephrine 1 mg. Dose at 1:10,000 ratio was given 4 separate times with no response. The autopulse platform was deployed without any issues. The platform was used for a period of time that was less than 15 minutes, probably more like 5-10 minutes before it failed. The platform worked fine until the end of the code. The autopulse was paused for a rhythm check. The platform displayed a "system error, out of service" message when customer attempted to restart the platform. First, the crew tried to adjust the lifeband and made sure that the patient was positioned correctly. When that did not work, they immediately performed manual CPR for about 1-2 minutes while another crew member changed the battery on the autopulse. When changing the battery did not work, the crew immediately reverted to manual CPR until the ambulance supervisor arrived with the lucas device. The lucas device was used for approximately 5 minutes before a paramedic on scene pronounced the patient dead in the field. Return of spontaneous circulation (rosc) was never achieved. The date of death was (B)(6) 2013. The exact cause of death is not known, presumed to be of cardiac etiology. Customer does not believe that an autopsy was performed because the patient was in her nineties and had a relatively extensive medical history. According to the patient's family, the patient had been sick recently with a breathing illness. The patient had also been non-verbal for quite a while due to severe dementia. Customer stated that there is no reason to believe that the autopulse usage contributed to the patient's death. It seems that the biggest factors to the patient being called deceased in the field are that the patient was down in cardiac arrest with no CPR for at least 15 minutes, possibly more and that the patient was in her 90's with a relatively extensive medical history.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 08/22/2013 for investigation. Investigation results as follows: visual inspection of the platform was performed and a damaged battery cable connector was observed. A root cause for this damage could not be determined. During power-up, the platform displayed a "system error-revert to manual CPR" message, thereby confirming the reported complaint. The error was cleared and a run-in test with a 95% patient test fixture was performed for several hours with no faults or errors occurring. During review of the archive, error 71 (software logic error) and user advisory 8 (motor controller fault detected) faults were observed. The archive also indicated that low voltage batteries were used with the platform. A definitive cause for the faults observed in the archive could not be confirmed. In summary, the reported complaint was confirmed during power up of the returned platform prior to functional testing. A root cause could not be determined.